Manufacturer narrative:
The customer refused to provide title. Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned receiving a b30 error on two separate scopes on different processors. Tac instructed the customer to clean the contacts of the scope and reseat the maj-1933 however, the issue persisted. Tac directed the customer to test a third scope and it worked as normal. The customer will send the other scopes in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is displaying a b30 error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the b30 error occurred with two different scopes but did not occur in the third scope, it is presumed that there was no abnormality in the device and that there was an abnormality with the two different scopes. Olympus will continue to monitor complaints for this device.